Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that when they walk past the fax/printer at work; the device does not work. When near a walkie talkie, it turns to static. Follow up with the physician's office indicated that the patient was seen and had none of the reported complaints. However, they did have complaint of palpitations that were not being picked up by the device. The detection rate on the device was lowered. The device is still in use. No further patient complications have been reported as a result of this event.